Event description:
The pt was diagnosed with an infection. The infection was diagnosed prior to a "wash out/debridement" in 2009. Symptoms were reported as redness, drainage and incisional wound opening. The location of the infection was reported to be the pump pocket. Cultures were taken of the device pocket and the lumbar region; the results showed no growth on all cultures. The pt did not have meningitis. The pt was treated with unspecified IV antibiotics and the device system was explanted. The pt experienced withdrawal symptoms of hypertonicity and tachycardia. The pt's outcome was not reported. It was noted that the pt's presurgical risk factor was a debilitated status. The medication being delivered via the device system was lioresal.